Event description:
During dialysis on 6/10/94, pt's arterial and venous pressures were running low. Several staff members tried repositioning needles and looked for causes of low pressure, which they could not find. Pt's complaints while on dialysis were of weakness (she also c/o this pre-dialysis) and some abdominal cramping. After dialysis, pt still felt weak, but was assessed to be no more so than usual. After going home, the pt became weaker and displayed an altered mental status. She was taken to the e.r. Where her blood draw for labs was noted to be grossly hemolyzed. Her hematocrit was 12. She was admitted, dialyzed and given 6 units of packed red blood cells. Primary diagnosis on admission: acute severe intravascular hemolysis; secondary diagnosis: altered mental status, hypophosphatemia, ischemic colitis, esophogeal dysfunction, severe deconditioning. Her condition slightly improved and she was discharged in stable condition after 14 days. The dialyzer and blood lines were discarded after the 6/10/94 treatment and were unavailable for examination the next day. Two to three days later, another tubing was noted to have a severe kink below the venous drip chamber.